Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01676. It was reported that stent thrombosis occurred. The patient presented due to acute inferior myocardial infarction (mi) with significant severe bradycardia and hypotension. The patient was brought to the cardiac catheterization laboratory. After obtaining access via the right femoral artery, ventriculogram and coronary angiography was performed in multiple projections. A temporary pacemaker was then placed via fluoroscopy in the right ventricle (rv) apex as treatment for the bradycardia and hypotension. The patient was placed at 80 which helped with the patient's blood pressure. Subsequently, a right guide catheter with side holes was advanced. Thrombectomy was then performed with a non-bsc thrombus aspiration catheter over a choice intermediate wire. A 3.5x30 emerge balloon catheter was then advanced to the proximal right coronary artery (rca) for pre-dilatation. Pre-dilatation was performed thrice at 12 atmospheres for 21 seconds, 14 atmospheres for 18 seconds, and 14 atmospheres for 17 seconds. Following pre-dilatation, a significant residual thrombus was noted; therefore, a 4.0 x 38 synergy stent was deployed at 14 atmospheres followed by a 4.0 x 20 synergy stent at 14 atmospheres distal to the 1st stent. Post-deployment, the catheter was removed, as well as the sheaths, and pressure was applied to the right femoral area. The procedure was completed successfully with 100% lesion reduced to 0% with timi grade 3 flow. Post-procedure the patient had persistent st-elevation and as he did have chest pain and worsening pulmonary status as well, it was elected that the patient be taken back to the cardiac catheterization laboratory once the patient was electively intubated. Coronary angiography was then performed which revealed an occluded rca. A choice intermediate wire was then advanced to the rca and embolectomy was performed again several times. A small tip of the embolectomy catheter came off which was left to embolize distally into a small vessel. After embolectomy, 25mg aggrastat half bolus was administered. Subsequently, dilatation was performed in the proximal rca with a 4.0 x 20 balloon catheter multiple times at up to 14 atmospheres, a 4.0 x 30 balloon catheter multiple times at up to 16 atmospheres, and finally with a 4.5 x 20 quantum balloon catheter at up to 20 atmospheres. There was some mild residual thrombosis. An intra-aortic balloon pump was placed via the right femoral artery into the descending aorta successfully. The patient tolerated the procedure well. The patient's prognosis post-procedure was guarded.